Event description:
Healthcare professional reported left side "silicone gel perspiration." Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of gel bleed was received on apr 14, 2021 with lot number 1796078. Visual analysis of the returned device identified: weight to the spec, red particles on the surface of the shell, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No issue related to gel bleed." Additional, changed, and/or corrected data: b.7, d.9, e.1, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported left side "silicone gel perspiration." Device has been explanted.